Manufacturer narrative:
According to the field, no further information concerning the patient or lead could be provided. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, a physician mentioned they had caused a lead to be fractured due to attempting to extend the helix with too many turns. The lead was removed and replaced prior to pocket closure and no adverse patient effects were reported.